Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump.  Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane.  Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling.  The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted.  Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient in the hospital recovering from a pump exchange and a valve replacement (transfemoral) on (B)(6) 2016 and developed pump thrombus. Eight hours after pump exchange and transcatheter aortic valve implantation (tavi)-implantation there were power increases up to 44 watts. Third harmony with small amplitude were measured. It was stated that the patient expired due to massive pump thrombus on (B)(6) 2016. No additional information available.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Additional info received on 02/08/2016 and 02/18/2016 indicated that post pump exchange this patient also experienced post-operative bleeding. Reported signs and symptoms included hematuria, elevated plasma free hemoglobin and lactate dehydrogenase levels, heart failure symptoms, and increased pump parameters. The patient was administered fresh frozen plasma and a concentrated prothrombin complex containing a relatively constant high level of vitamin k-dependant and coagulation factors ii, vii, ix and x for treatment of the bleeding. Anticoagulation was reported to be controlled during the time of the reported event. The date of death was reported to be (B)(6) 2016 with cause of death reported to be cardiogenic shock. Based on the available information clinical factors that may have contributed to the reported events include the patient's recent thrombus and pump exchange procedure, medical treatment and progression of disease. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
After review of additional information received date received by MFR, type of reports and if follow-up, what type? Have been updated accordingly. Corrected data: implanted date.